Event description:
It was reported bd posiflush syringe suffered a broken plunger. The following information was provided by the initial reporter: "the plunger broken".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-mar-2022. H.6. Investigation: to aid in the investigation of this issue, the affected physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the plunger rod was observed broken at the thread. A device history record review was completed for provided material number 306573 and lot number 1005958. The review detected several second samplings due to an issue of plunger breakage; however, no quality notifications were opened as all of the inspections were performed with correct results. Since defective product has been claimed, it can be determined that although the second samplings were accepted, isolated defective product went into the market. Based on the location of the breakage, the plunger was most likely damaged during the plunger assembly process. The plunger is twisted into the stopper by use of pressure. If the machine is not well adjusted, the plunger rod may become damaged. H3 other text : see h.10.

Event description:
It was reported bd posiflush syringe suffered a broken plunger. The following information was provided by the initial reporter: "the plunger broken."